Event description:
A hospital in another country reported that an rt104 breathing circuit was broken in the first two days of use.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA, but it is similar to a product wich is sold in the USA. Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.